Event description:
Pt hospitalized for hyperglycemia. Pt had disconnected from pump and source of insulin for 3-4 hours. Nurse reports that pt also suffering from flu symptoms. Pt believes flu is caused of the hyperglycemia. Pt received insulin drip at hosp and well controlled on pump since IV was discontinued. Pump functioning properly.